Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation ablation procedure, the patient expired. The cause of the death is unknown. There were no performance issues with the abbott product.